Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 05/12/2015 with the following findings: the display screen was observed to be clear, legible, and fully functional: the reported issue was not duplicated. During the analysis, the pump operated according to the specifications.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.